Event description:
It was reported that during a ptca procedure, the distal tip of the wire dislodged in the pt. Attempts at retrieval were unsuccessful. The tip remains in the pt. Pt status is listed as "okay".